Event description:
It was reported that the patient reported feeling dizzy. During the implant and again during the post-implant follow-up, crosstalk was noted on both the right atrial (ra) lead and right ventricular (rv) lead during threshold testing. Both leads are still in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drm, implantable cardioverter defibrillator, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).